Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Unused sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. The sutures of the unused sterile devices were not brittle nor damaged as reported. As such, there is no indication of a product quality issue. A conclusive cause could not be determined for the reported suture separation and brittle suture. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to suture separation include, but are not limited to, an interaction with patient anatomy or suture pulled until it breaks. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as a closure using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the stiff, brittle sutures on 2 proglide devices split [separated]. The suture of a new proglide device was successfully pre-placed and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.